Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening linear on anterior, black particles outer device and delamination on plug strap disk shell. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, delamination on plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A delamination total of the plug strap disk shell (cohesive failure).

Event description:
Patient called to report a right-side deflation confirmed by healthcare provider. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a right-side deflation confirmed by healthcare provider. The device remains implanted.